Manufacturer narrative:
Initial reporter information is unknown. The hospital used the fujifilm dc-07d caps, the caps were not prepared before use but used directly from the packaging. The caps were discarded after use. The hospital had about six (6) ercp procedures carried out per day, therefore it is assumed that each scope was used up to three (3) times a day. The scopes and caps were requested for return to manufacturer for evaluation; however the customer did not return the scopes which are still in use, the distal caps were discarded after use. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On 24 jan 2020 fujifilm corporation was informed that the fujifilm distal end cap (dc-07d) prematurely detached from the distal end of a duodenoscope during an ercp (endoscopic retrograde cholangio-pancreatography) procedure in a hospital located in (B)(6). The cap detached as the scope was being pulled back; the distal cap was caught by hand and discarded. The customer indicated that a non-fujifilm endo bite block was used during the procedure as well. This occurred twice and involved two patients. The hospital has only two serial numbers for this scope and they were unsure which serial number was involved in the incidents, therefore a second report was initiated for the other scope serial number. There was no injury or death associated with this case. This report is being submitted in abundance of caution. Report 1 of 2

Manufacturer narrative:
Initial reporter information is unknown. The hospital used the fujifilm dc-07d caps, the caps were not prepared before use but used directly from the packaging. The caps were discarded after use. The hospital had about six (6) ercp procedures carried out per day, therefore it is assumed that each scope was used up to three (3) times a day. The scopes and caps were requested for return to manufacturer for evaluation; however the customer did not return the scopes which are still in use, the distal caps were discarded after use. If any additional relevant information is provided, a supplemental report will be submitted. On 26 feb 2020 the FDA requested that fujifilm corporation submit a follow up report to correct the device problem code. Correction: (B)(4). Additional information: fujifilm corporation conducted a reproduction experiment using the same model number mouthpiece and duodenoscope. It was found that if the distal end cap is improperly attached, it may get caught on the edge of the mouthpiece and detach. If the cap is properly connected, it will not detach. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On 24 jan 2020 fujifilm corporation was informed that the fujifilm distal end cap (dc-07d) prematurely detached from the distal end of a duodenoscope during an ercp (endoscopic retrograde cholangio-pancreatography) procedure in a hospital located in (B)(4). The cap detached as the scope was being pulled back; the distal cap was caught by hand and discarded. The customer indicated that a non-fujifilm endo bite block was used during the procedure as well. This occurred twice and involved two patients. The hospital has only two serial numbers for this scope and they were unsure which serial number was involved in the incidents, therefore a second report was initiated for the other scope serial number. There was no injury or death associated with this case. This report is being submitted in abundance of caution. Report 1 of 2